Event description:
While the surgeon was in the process of reaming the canal the 14.5mm stem pilot broke. The broken piece was removed from the canal by the use of a grasper. The pt was not harmed by the event.